Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, associated h6 coding and an update to h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from switch1 identified during inspection, proper reprocessing may not have been possible, and the foreign matter may not have been removed. The issue can be detected/prevented by following the instructions provided in: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects inside the nozzle, around the objective lens, around the light guide lens and around the upward/downward and right/left knob. There were no reports of patient involvement.